Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shock therapy from the implantable cardioverter defibrillator. Upon interrogation, it was noted that the patient received the shock therapy due to the incorrect interpretation of supraventricular tachycardia and atrial fibrillation with rapid ventricular response as ventricular tachycardia. No programming changes were made. The physician decided to make changes in the patient's medication. The patient was in stable condition.